Event description:
Information was received based on review of a journal article titled, "long-term clinical and radiological outcomes of hybrid total knee arthroplasty" which evaluated the clinical effectiveness and radiological results of hybrid tkas (uncemented femoral component with a cemented tibial component). The study was conducted over a period of three (3) years and followed one-hundred sixty-nine (169) biomet maxim cr hybrid knees in one-hundred five (105) patients. The journal article reports that four (4) revision procedures occurred due to the following reasons: one (1) revision due to failure of bony ingrowth of the femoral component. One (1) revision due to infection. One (1) revision due to wear of the polyethylene tibial bearing. One (1) revision due to post-traumatic peri-prosthetic fracture above the femoral component. The journal article further reports one superficial infection that occurred one week post-operative and was cleared up with antibiotics. The article concludes that the hybrid technique for total knee arthroplasty can be effective clinically and radiologically on long term follow-up.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by young kyun woo, jin wha chung, hwa sung lee, acta orthop traumatol turc 2010;44(6):431-436, doi:10.3944/aott.2010.2389. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
Product not available for return. Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.